Event description:
A (B)(6) year old male pt had his annual follow-up exam and it was found that the lt limb was occluded following a 2005 procedure. The pt has been scheduled for a aorta uni graft with a fem/fem bypass (B)(6) 2012. Impressions from CT report received (B)(6) 2011 - status/post endovascular stent placement for abdominal aortic aneurysm. There has been inferior migration of the proximal portion of the stent as well as proximal migration of the left component of the stent. The main component of the stent as well as the right component are patent. The left component is now thrombosed. The original infrarenal abdominal aortic aneurysm is totally thrombosed around the stent with no evidence of any endoleak. It measures approximately 6.5 cm in maximum diameter at this time. Slight stenosis of the superior mesenteric artery at its origin is seen. The left common femoral and proximal superficial femoral and deep femoral arteries are opacified by collateral flow through the inferior epigastric artery. Some reflux of contrast through this collateral channel into the left external iliac artery and the left common iliac artery is seen on the delayed scans. The volume of the abdominal aortic aneurysm including the stent is 229.5 +/- 8.8 cc. The right common iliac artery aneurysm currently measures approx 2.8 m in maximum diameter and is essentially unchanged in overall size. The left common iliac artery aneurysm currently measures 2.5 cm in maximum diameter and is still opacified partially by reflux of contrast through the left external iliac artery. Right renal cysts. Calcified gallstones. Scheduled for a aorta uni graft with a fem/fem bypass (B)(6) 2012.

Manufacturer narrative:
Occlusion is listed in the instructions for use. Event is still under investigation.